Manufacturer narrative:
An attempt to reproduce the reported event using mmm app 2.7.0 installed on android galaxy a13 (version 14) with pump sw 6.22w (12.13.1) was conducted and was tested against cl 15.0 and confirmed the issue is reproducible. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc."" A configuration issue within the snapshot processing flow was resulting in large snapshots being processed incorrectly and failing to send, however this was not a result of a software anomaly. After conducting a thorough investigation, we found that large snapshots were not being sent to the user due to incorrect processing through our system. Normally, snapshots over 6mb are processed in a separate flow, but there was an configuration issue where this was not occurring, causing the snapshots to fail to send. After updating logic within our system, the large snapshots are now able to be processed properly. The configuration change was as follows: updated the ssm parameter threshold_snp_size to 4000 from 5000. This ensured that large snapshots would be processed through a separate flow instead of failing during the normal flow. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the issue should be resolved for the user as of 31/jan/2025 7 pm pst. Please let us know if the issue is still occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between mobile application and carelink, upload error. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.